Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 6, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer, method code #2: 3331 - analysis of production records, method code #3: 4114 - device not returned, results code: 3221 - no findings available, conclusions code: 4315 - cause not established. The sample was not returned for evaluation; therefore, a thorough investigation can not be completed. The retention sample was visually inspected with no anomalies. It was then manually run through the ops leak tests and was found to function as intended, and met all of the product specifications. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the ops valve leaked. As per the user facility, during the procedure, the cannula vent circuit was used for final infusion of cardioplegic solution. As the physician failed to clamp on the vent side, a pump for the vent stopped. The head pressure was about 50mmhg on the circuit that caused blood leakage from the ops valve. The physician continued with the procedure as the blood leakage was little and it was completed successfully. Additionally, a straight connector was installed. There was a blood loss of approximately 5 ml. Product was changed out. Procedure was completed successfully.